Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the area was not clean before starting pd therapy. The patient was hospitalized on the same day. A day later, the patient was treated with injection vancomycin (1 gram, every 5th day, intravenous [IV]) and injection piperacillin + tazo (4.5 gram, bd, IV for 14 days) for the indication of peritonitis. The patient was recovering at the time of the report and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.